Event description:
It was reported that the patient experienced low glucose readings with a dexcom g7 sensor while using the ilet, including sensor values of 62 mg/dl and 70 mg/dl, with a confirmatory fingerstick of 114 mg/dl; the patient treated with juice, observed recovery to 102 mg/dl, calibrated the ilet, and was instructed to meal announce and recheck by fingerstick. Symptoms included hypoglycemia. Outcomes included recovery without escalation or hospitalization. Investigation included customer service troubleshooting, review of blood glucose values, confirmation via fingerstick, guidance to calibrate, and education on monitoring and meal announcement. Investigation of this case revealed that the event involved low glucose readings with sensor-fingerstick discrepancy, and device function was supported by successful calibration and continued use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.